Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit needs to be evaluated for safety incident. Patient claimed to have been shocked.

Event description:
The customer reported that the unit needs to be evaluated for safety incident. Patient claimed to have been shocked. No adverse event to the patient/user was reported. A philips fse went onsite where it was decided to send the device for testing. The transducer was tested and passed all tests performed. The device was returned to the customer.